Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and was also stated that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 70 mg/dl and the sensor glucose was 185 mg/dl. The customer stated that they had unexpected restart and the battery ran out of the battery and alarm did not occur immediately after a battery change. The customer reported that they had experienced issues with the pump, sensor readings and also had pump errors. The customer declined troubleshooting for the sensor issues. The sensor will not be returned for analysis and the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, 49 or 68 alarms were noted during testing. Pump was programmed with test guardian 3 link and a test plug. Pump was able to locate and connect to sensor. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.